Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012210393); product type: 0195-heart valves-compression loading system; implant date n/a ; explant date n/a product ID d-evolutfx-34 (lot: 0012399255); product type: 0195-heart valves-delivery catheter system; implant date na; explant date na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 7 days following the implant procedure of a bioprosthetic transcatheter aortic valve, anemia was observed. The hemoglobin level measured 7.5 grams per deciliter (g/dl). An access site complication was not identified via a computed tomography (CT) scan. Four unites of blood were transfused as result of the anemia. The physician indicated the event was not related to the procedure or medtronic products. However, the cause was not reported. The event resolved 2 days following onset.